Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their two teeth are exposed from the gums being pushed up are extremely sensitive. The patient has reported recession previously and it appears that this has not been addressed. Provided gum tissue/recession information and advised to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.